Event description:
During evaluation of the device, the philips bench engineer noted the battery pins were loose. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.